Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemoptysis and subsequent patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6) , could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2021 secondary to hemoptysis. The death was reportedly not device related and no autopsy was performed. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to hemoptysis. The death was not considered to be device-related and no autopsy was to be done.